Event description:
The home pt's (hp) brother baxter technical services regarding an se 2084 alarm that occurred during dwell 1 of 5, while using the homechoise system. The technical service rep. Explained the alarm and assisted the hp to clear it. The hp will start over with the same set and will add a bag to the unused supply line. There was no pt injury or medical intervention reported at the time of incident.